Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient came last week for pump disconnection and while the pump showed that the full volume had been infused, more than half of the volume was still in the bag. The amount of medication remaining in the cassette did not match the reservoir volume displayed on the pump. They did not attempt to withdraw the remaining medication in the reservoir to confirm. The patient did not receive full dose. The decision was made to not complete infusion as patient was reported not feeling well. The air detector and upstream sensor were off. The length of the infusion had been set to 46 hours. They sent out of pharmacy with tubing clamped and they unclamped when programming pump per normal process. The pump was used to prime the extension tubing. The tubing was primed through drawing fluid by the use of syringe. A continuous infusion rate of 2.5 ml per hour had been programmed, with a total reservoir volume of 115 and starting volume of 115 ml. The given volume was unknown. There was patient involvement, but no patient harm reported. The operator of the device was a health professional. Associated admin set complaint documented on (B)(6).

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.